Manufacturer narrative:
Correction: h4 - it has been over 17 years since the subject device was manufactured. Additional information: a review of the device history record found no deviations that could have caused or contributed to the reported issue.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on the results of the investigation, it is likely that the following led to the malfunction: there was difference between olympus recommendation and the user¿ s understanding in device handling and reprocessing steps. Olympus specialist was provided training in the correct handling. A definitive root cause could not be identified. In the reports (B)(4) the reprocessing performance of the device is secured by appropriate reprocessing in accordance with instructions for use (IFU). (Cleaning /disinfection /sterilization) the suggested event can be prevented by handling the device in accordance with the following IFU. IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states how to prevent the event. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, insufficient or incorrect reprocessing cope was used for next procedure with the evis exera ii colonovideoscope. The issue was found during demonstration. There were no reports of patient harm. Associated patient identifier: (B)(6).